Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a drive manifold leak test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) found during preventive maintenance(pm) unit failed drive manifold test. Vacuum solenoid k7 failing. Vacuum leak differential pressure reading 27mmhg exceeding the allowable tolerance ±25mmhg. The fse replaced drive manifold assembly and screw kit. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. There was no patient involved or adverse event reported. The defective components were received for further investigation. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: drive manifold assy, this part was received with a reported unit failure message of drive manifold leak tests failed and vacuum solenoid k7 failing. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per and the cardiosave service manual. The failure analysis and testing department could not verify the failure of solenoid k7, and drive manifold leak tests failed. Drive manifold assy, passed testing. Retaining drive manifold in the fat dept. As per procedure. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received drive manifold with a reported unit failure of drive manifold leak test fails. Vacuum solenoid k7 bad. The failure analysis and testing dept. Performed a visual inspection of the drive manifold which included the inspection of all electrical wiring and components. The fat dept. Found all electrical wiring and components to be in good condition. The failure analysis and testing dept. Installed drive manifold into the cardiosave test fixture and tested the drive manifold to factory specifications per the cardiosave service manual. The fat dept. Performed the drive manifold test. The drive manifold failed the vacuum leak differential pressure with a result of 29mmhg. The factory specification is 25mmhg. The drive manifold failed testing. Retaining the drive in fat dept. Per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The most probable root cause according to the cardiosave dfmea and the supplier "asco" for the drive manifold failing the leak test could be related to wear and tear of the internal components, loose connections of the tube, fluid ingress, blood contamination, electrical connectivity issue on the solenoids, and or micro cracks in the body of the manifold.